Event description:
A volume discrepancy was reported. The expected reservoir volume was 22.1 ml and the actual reservoir volume was 14 ml. There were no pt symptoms. The pump was used to deliver dilaudid 50 mg/ml at 8 ml/day. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.